Manufacturer narrative:
Reliability analysis evaluated 4 opened and used infusions. Performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis was unable to confirm occlusion due to customer returned the infusion set opened and used. (B)(4).

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 82 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a complete set change. The infusion set will be returned for analysis.